Event description:
It was reported "we have been experiencing issues with the cuffs on our endotracheal tubes throughout the hospital. I have tested one in my office and it is leaking air/pressure." This was found prior to use therefore no patient harm or injury.

Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. A dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. No additional test was performed.(verification of failure mode reported in the current manufacturing process could not be performed due to product was not being manufactured). All complaint are trended across product families on a montly basis. A DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.